Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr attempted transducer calibrations but it did not resolve the reported issue. The main board and turbine board were replaced and the device was tested, passing all tests to manufacturer specifications. The suspected components were returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator displayed an unresolved transducer fault alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue exhalation differential pressure transducer (pt802).